Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported noticing a cracked cartridge while performing a supply change. During the attempted change, the user noted no drops after 85¿90 units when pressing and holding. The user replaced the cartridge, successfully resumed insulin delivery, and reported no insulin leakage. Bg was unaffected.